Event description:
It was reported that the device's latch isn't working, seems loose. There was no patient harm, involvement or delay of therapy. The device evaluation found the downstream occlusion seal to be delaminated.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. Functional testing was able to verify the reported latch problem. The latch lock and handle were replaced. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.